Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable, leak between rear cover and ring. A root cause could not be identified. Based on the results of the investigation, it is likely the camera was not recognized and showed rainbow bars due to a bad cable. A root cause for the leak could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera was not recognized and rainbow bars were displayed on the screen. The issue had occurred during reprocessing. There were no reports of patient involvement.